Manufacturer narrative:
"Date received by MFR" was updated with the correct date.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was in the ER and experienced crps symptoms. Patient reported that left arm, battery site and back was red, swollen and painful. Surgical intervention was undertaken and the ipg was explanted and replaced.

Event description:
Additional information received indicated the issue was resolved. Patient now has therapy.